Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care escalated the case to the next level of support for further evaluation. The sensor was nearing the end of its intended life, and the user already had a routine sensor exchange scheduled for (B)(6) 2025. The user suspected that the inaccuracy began after the transmitter was exposed to water on (B)(6) 2025. However, the user was advised that transmitter water exposure does not affect sensor performance. Given the sensor's proximity to the end of its intended use period, the observed inaccuracy is most likely attributable to degradation of the indicator due to oxidation. B4. Date of this report 30 nov 2025. G3. Date received by the manufacturer? 30 nov 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings and suspected that it was due to transmitter getting exposed to water on (B)(6) 2025. The patient observed measurement deviations on (B)(6) 2025 between cgm and blood glucose (bg) and provided the below set of examples for review. A. Date: (B)(6) 2025 / time: 11.53pm / sg value: 5,3mmol/l / bg value: 3,3mmol/l. B. Date: (B)(6) 2025 / time: 1.43pm / sg value: 9,5mmol/l / bg value: 16,0mmol/l. C. Date: (B)(6) 2025 / time: 2.30pm / sg value: 13,8mmol/l / bg value: 18,2mmol/l. The incident did not result in any patient harm.